Manufacturer narrative:
Based on technician statement, the pressure transducer printed circuit board (pcb) was identified as defective. The customer will repair the device using third party service, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. Pressure transducer pcb measure the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the pressure transducer pcb was the cause of the failure. However, the root cause to why the part failed has not been established as the mentioned part was not returned for investigation. H3 other text : 4112.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).